Event description:
It was reported that upon interrogation of the device, an alert for possible high voltage circuit damage was noted. The ICD was explanted and replaced. Patient's condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported output circuit damage was confirmed in the laboratory after review of the device image. The device was tested on the bench and was found to be normal. The cause of the output circuit damage could not be determined.